Manufacturer narrative:
Patient identifier of multiple is ids (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account noticed falsely depressed architect tsh results compared to additional testing. ID (B)(6) generated architect tsh= 31 and 0.7 uiu/ml ((B)(6)2017) but roche method= 861.20 mu/l and bloodspot method >200 (no unit of measure provided). The sample was repeated with architect tsh dilutions of 805.41 uiu/ml (1:4 dilution), 723.28 uiu/ml (1:8 dilution), 628.65 uiu/ml (1:16 dilution), 601.02 uiu/ml (1:32 dilution). ID (B)(6) generated architect tsh=2.47 uiu/ml ((B)(6)2017) but roche method= 3.62 mu/l (roche reference range 0.53 to 3.59 mu/l). The architct tsh reference range is 0.5 to 5.0 uiu/ml. No specific patient information was provided for the sample ids. No impact to patient management was reported.

Manufacturer narrative:
The ticket search determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Accuracy testing was completed using the likely cause lot number 71275ui00. The testing met acceptance criteria and therefore the lot performs as expected. A search for any non-conformances associated with the lot was performed; no issues were identified for this complaint issue. The patient sample values increased significantly after dilution which is an indication of an interferent. The architect tsh package insert provides information for sample handling along with the specimen collection and limitations in the interpretation of results section. Taken together, a systemic issue and/or product deficiency was not identified.